Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that when applying the pod they felt the cannula go inside as it hurt but when there husband looked at the pink slide it did not move forward.